Event description:
Following the uneventful deployment of eight coils to treat an unruptured anterior communicating artery (acom) aneurysm, the subject coil was delivered to the aneurysm. However, as approximately 5cm of the device was inserted, "the coil was perforated the aneurysm wall". Angiography confirmed an extravasation. Heparin was reversed with 4cc of protamine. The device was retrieved from the patient and three additional coils were implanted to treat the bleed. The bleeding was stopped at the end of the procedure. The patient suffered a stroke as a result of the aneurysm rupture.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the coil was kinked and there was blood present on the coil. An assignable cause of handling damage has been assigned to kinks found on the coil. The blood present on the coil most likely occurred during the procedure as a result of the aneurysm burst. There were no anomalies found to the distal tip of the coil that could have contributed to the reported event. The coil was attached to the pusher wire and no anomalies were noted to the pusher wire. All dimensions measured were within specification. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following the uneventful deployment of eight coils to treat an unruptured anterior communicating artery (acom) aneurysm, the subject coil was delivered to the aneurysm. However, as approximately 5cm of the device was inserted, "the coil was perforated the aneurysm wall." Angiography confirmed an extravasation. Heparin was reversed with 4cc of protamine. The device was retrieved from the patient and three additional coils were implanted to treat the bleed. The bleeding was stopped at the end of the procedure. The patient suffered a stroke as a result of the aneurysm rupture.